Event description:
A consumer reported that he is seeing a line of light at 20 degrees following intraocular lens (iol) implant surgery. The surgeon reported that he does not believe there is anything wrong with the iol, but feels the square edge may be a contributing factor to the event. He continues to monitor the pt. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/10/2009, 07/14/2009, 07/15/2009, and 08/05/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 08/07/2009.